Event description:
This report summarizes 133 malfunction events in which the device had paint chips missing.133 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10. 133 previously reported events are included in this follow-up record. Product return status: 1 device was received. 132 devices were evaluated in the field. Additional information: 133 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 133 events were reported for this quarter. Product return status 132 devices were evaluated in the field. 1 device investigation type has not yet been determined. Additional information 133 devices were not labeled for single-use. 133 devices were reprocessed or reused.

Event description:
This report summarizes 133 malfunction events in which the device had paint chips missing. 133 events had no patient involvement; no patient impact.